Event description:
As reported, during an intervention involving a chronic total occlusion within the superficial femoral artery, a ¿gash¿ was noted in a roadrunner uniglide hydrophilic wire guide¿s coating. Non-latex, non-powdered gloves were worn. The hydrophilic coating was activated by flushing the wire holder for fifteen-to-twenty seconds. The wire was not altered prior to use. The wire was used two times, was kept hydrated when not in use, and the coating was reactivated before reuse. The wire was used to advance another manufacturer¿s sheath up and over the iliac artery. The iliac arteries were reportedly calcified. Resistance was not encountered upon insertion of the wire. After the sheath was inserted, the wire was removed, at which point the user noted a ¿gash in the teflon¿. The wire was not pulled or manipulated backwards through a needle or other metal instrument at any time during the procedure. The wire was not reused after the damage was noted. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.